Manufacturer narrative:
H10: h2: additional information on d9. H3, h6: the reported device was received for evaluation. A visual inspection showed the t1, t2, and suture were returned off the needle. The knot had not been tightened. The variable depth straw had been trimmed. The actuator was deployed to the dimple. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair, after the t1 of the ultra fast-fix was implanted, the t2 implant was deployed simultaneously. The t implants were not deployed through the meniscus and were retrieved from the patient. The procedure was completed without surgical delay using a back-up device. No further complications were reported. The patient's current status is good.

Manufacturer narrative:
Internal complaint reference (B)(4).